Event description:
It was reported that the patient underwent an l5-s1 minimally invasive tlif from the right using pedicle screws. One week later, the patient experienced new onset of right l5 pain. CT scans, MRI was done, and the patient subsequently underwent a midline laminectomy with insertion of new left screws. At 4 weeks post-op, the patient continues to have persistent right l5 dermatomal pain and needs large doses of pain medication at 4-hour intervals.

Manufacturer narrative:
A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.